Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post bi-ventricular (bi-v) pace causing the patient to receive inappropriate anti-tachycardia pacing. The lead remains in use. No patient complications have been reported as a result of this event.